Event description:
It was reported to target that the gdc coil was broken before use. However, upon inspection of the returned product it was found that the detached main coil was inside the introducer sheath which was full of blood. This indicates that the product may have been used in the procedure, thus making this a MDR on 2/25/98. There was no impact to pt safety from this occurrence.